Event description:
When using the shaver handpiece during a case after hooking it up, it was working just fine and then about 30 minutes into the case, there was saline leakage noted coming from the shaver handpiece and where it hooks up to the blade. Upon inspection, the shaver blade was separated into two pieces. Switched shaver handpieces and had same issues. Switched to a new blade with the original handpiece and it worked great. The drape got slightly wet from the leak but the patient was not harmed by the defective blade.